Manufacturer narrative:
Information obtained from : jose r navas-blanco, derrick v williams, raj k modak, (2021), analyzing the impact of preoperative interrogation of cardiac implantable electronic devices : annals of cardiac anaesthesia, 24( 4 ), 447-451.

Event description:
It was reported in a clinical study published by the annals of cardiac anaesthesia that some increased perioperative cardiac events were seen in patients that were not properly interrogated prior to procedure in accordance to recommendations set by the heart rhythm society (hrs) and american society of anesthesiologists (asa). A variety of cardiac implantable devices from different manufacturers were part of the study, including st. Jude medical (abbott) devices. The study determined that while 76% of cases had interrogations before surgery resulting in less peri-operative cardiac events, one third of the procedures lacked interrogation prior to surgery resulting in more perioperative cardiac events such as sustained device firing due to ventricular tachycardia (vt), uncontrolled intraoperative atrial fibrillation with rapid ventricular response, sustained device firing due to vt, uncontrolled intraoperative atrial fibrillation with rapid ventricular response, non-sustained vt, symptomatic sinus bradycardia with multiple device firing, loss of biventricular capture, symptomatic atrial tachycardia, new onset left bundle branch block (lbbb), symptomatic bigeminy, torsades des pointes, symptomatic sinus tachycardia, symptomatic pvcs. It is unknown what specific symptoms or events were solely attributed to the st jude medical (abbott) devices as the information was combined with information from other manufacturers. No serial, model numbers or specific patient information was provided.